Event description:
The site reported that a patient sustained a hand injury while being released from the system after an acquisition completion. During the patient unloading process, the operator initiated table motion. It was reported that the patient was lying in a prone position and was grasping the pallet's edge during table motion. As a result, the patient's hand was squeezed in the gap between the table and the gantry. The operator was able to press the emergency stop button which stopped the table's movement. The patient sustained a cut, and received suture at the hospital.

Manufacturer narrative:
Ge's investigation found no evidence of system malfunction at the time of the event. During the unloading process, the system displays a request for the operator to verify that the table can move down safely. Once the request is displayed, the system then requires for the operator to press "unload" to complete the process and initiate table motion. The system's operator manual provides specific instructions to the user to verify that the patient is not grasping the edge of the pallet during the unloading process. Additionally, a review of the label shows that a pictorial image is present that depicts this particular hazard. Operator training on the use of the ventri system was subsequently performed by ge that included discussion on prone imaging and precautions required during patient unloading.